Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a no disposable alarm. The patient continued therapy using the backup pump . The device was being used for pulmonary arterial hypertension for a continuous rate of 60ng/kg/min. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received on 16-aug-2019 the medwatch form (mw5088454). Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. During investigation a cassette was attached to the device and ran with no issues. The customer's reported problem ("no disposable" alarms) could not be duplicate. According to the investigation, the pump upstream sensor was recalibrated, and the downstream sensor was replaced as preventive measure. No fault was found during investigation.